Manufacturer narrative:
(B)(4).

Event description:
Following an MRI, the pt was experiencing acute pain all over their body. It was noted that a nurse requested that a company rep check the pt's pump. The pt was admitted to a hospital. The pt's status, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.